Manufacturer narrative:
(B)(4). Results: (disease progression, neck dilatation). Conclusion: (disease progression, neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant was not reported. The patient has reportedly been compliant with follow-ups. The patient was admitted for pneumonia, and a distal migration of the aneurx bifur was noted by chance. (MFR report# 2953200-2011-00968). The patient was asymptomatic, and no endoleak was seen. The bifur was found to be 15 mm below the lowest renal. The aortic neck at the time of the migration is 28 mm in diameter at the renals and 31 mm above the aaa with mild angulation and without calcification or thrombus. The left iliac artery (contralateral side) appears to be dilated/aneurysmal (iliac diameter was not reported) without any endoleak reported. The migration was attributed to the neck dilatation. An intervention for the migration was performed. Because the iliac on the contralateral side was dilated, a 7 mm bilary iliac stent was placed in a snorkel technique, halfway in the external iliac and halfway in the internal iliac, as a preventive measure, in case there would be any concern in the future for endoleaks (MFR report# 2953200-2011-00969). The left side vessels had good patency. An endurant cuff (MFR report# 2953200-2011-00970) was selected to be placed proximally to build up to the renals for the migrated bifur. No additional clinical sequelae were reported and the patient is fine.